Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, right atrial lead dislodgement was suspected. The physician scheduled the patient for lead revision. Before the procedure, loss of capture and intermittent under sensing was also noted on right atrial lead during device check. The chest x-ray confirmed the lead dislodgement. The physician explanted and replaced the right atrial lead. The patient tolerated the procedure and was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.